Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting dissatisfaction with the recharger and coupling issue. The coupling issue has persisted, noting that the ins battery level does not seem to increment after watching a full-length movie. Last night, the patient was charging their ins when they noticed that they suddenly had shakes/tremors in their right arm. They stated the tremors would go away for a little bit, but then they would come back. They thought their symptoms might subside if they were to "tweak the voltage maybe one notch," but they couldn't figure out how to make the adjustment with their patient programmer (pp). They thought their shaking may have been affecting their ability to do so. During the call, the pp was showing the informational 'low ins battery' screen. It was reviewed how to bypass the 'low ins battery' screen and they saw the therapy screen, which indicated that the ins was turned off and the ins battery level was low. It was reviewed that the dbs therapy is not available when the ins is turned off and advised the patient to charge their ins to at least 25% and then it can be turned back on. The patient was advised to monitor their symptoms when the ins is turned back on. During the call, the patient reported that the coupling boxes were empty. The coupling boxes remained empty after repositioning theantenna, rotating the antenna dial, and antenna locate (al) feature. They also mentioned that there is quite a bit of "gum" on the recharger antenna from using adhesive discs, and inquired if that could be contributing to the coupling issue. A replacement recharger antenna was sent. The patient called back stating that their ins battery has plenty of charge on it now and requested assistance turning the ins back on. The patient got the 'poor communication' screen a couple of times, but they were able resolve by repositioning the programmer antenna over the ins. The patient confirmed that they were able to turn their ins back on. The patient did not request further assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been  disappointed with the recharger and patient programmer (pp). Patient explained that the symbols are confusing/not user-friendly and he often has to charge his  implantable neurostimulator (ins) for 2 hours a day. Patient referred to the external equipment as "primitive." Two or 3 days ago, the patient stated that he was charging the ins and it appeared to be charging, but "obviously it wasn't making a good connection" because the following day his tremor suddenly came back. Patient thought he just needed to "up the voltage a bit," so he tried to increase it yesterday but he couldn't because he was shaking so bad. The patient stated that he's been charging his ins pretty much every day and doesn't believe the battery has "run down." During the call, the patient attempted to sync the patient programmer with the ins but saw the poor communication screen. This was resolved by repositioning the programmer antenna and trying again. Patient then reported seeing the 'ins battery low' screen with an alert symbol. The meaning of the screen was reviewed and patient was advised to charge the ins. The patient thought the screen meant that the programmer batteries were low so he replaced them, but he still got the 'ins battery low' screen. The patient started an ins charging session and reported that the ins is off, zero coupling boxes are filled in, and the first quartile of the ins battery is charging. It was reviewed for the patient that the ins battery got too low and the therapy turned off as a result. It was reviewed that the ins battery needs to be charged to at least 25% before therapy can be turned back on. Patient was also advised to reposition the antenna to get better coupling/charge efficiency. Patient thinks the reason for the poor coupling is because recharger antenna might be moving a little. Patient mentioned that he has adhesive discs and will try using them to help keep the recharger antenna in place. Patient services could not confirm if coupling improved during the call because the patient insisted on charging his ins without assistance.